Event description:
It was reported that the device was found to be in backup vvi and the device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of reset was confirmed in the laboratory. Analysis of the device image confirmed the cause of reset was a por that occurred while the device was delivering hv therapy. The cause of the reset was found to be due to a lead anomaly. (B)(4).